Manufacturer narrative:
The pump was returned to animas. The pump was dispositioned as a sample and scrapped on (B)(4) 2012; therefore, the pump was not available for investigation when this complaint of a display issue was received.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.